Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
(B)(6) medical center - (B)(6) branch complains that newly used, less than 3 months, hemlock ml endo appliers get easily mi saligned. This complaint is an additional to their previous reports of the same quality issue, 9 ea of hol ml endo appliers misaligned jaws as previously reported. According to their observation, appliers bought 2016 onwards has the same problem compared to earlier than 2015 appliers.

Event description:
St. Luke's medical center - quezon city branch complains that newly used, less than 3 months, hemlock ml endo appliers get easily mi saligned. This complaint is an additional to their previous reports of the same quality issue, 9 ea of hol ml endo appliers misaligned jaws as previously reported. According to their observation, appliers bought 2016 onwards has the same problem compared to earlier than 2015 appliers.

Manufacturer narrative:
Qn# (B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in september of 2019. It was found that this order was made from the correct materials and components and all processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet- kenosha's manufacturing process. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.